Event description:
Customer reported that a pt sample containing anti-e did not react with the e-positive, untreated cells of 0.8% resolve panel c lot 8rc165. No death or serious injury is associated with this event.